Event description:
It was reported while using bd ultra-fine¿ mini pen needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, after the injection of insulin, the user found a drop of liquid medicine hanging after pulling out the needle, which was still the same after the injection the next day, and the same after changing the needle for disposable injection pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2022, after the injection of insulin, the user found a drop of liquid medicine hanging after pulling out the needle, which was still the same after the injection the next day, and the same after changing the needle for disposable injection pen.